Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that it was reported that  discovered that their  ins was turned off, and noted this "was news to her", she thought the stimulation was on. Tss did not confirm with caller how pt discovered additional information was received from patient who stated that they at this moment my programmer the % of battery life but the  ins battery was charged to 100% for scan but when pt was trying to get into the my therapy app there was a "communication error" message: caller could not clarify further.